Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6, h10 proposed component code: mechanical: head (g04) no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Findings: MRI report ¿ mild synovitis, small amount of fluid in the pseudocapsule, internal thickened synovitis and debris, mild iliopsoas bursitis revision op report ¿ bilateral hip pain, elevated metal ions ¿ diagnosis: right hip metallosis ¿ spinal and mac, ebl 100ml ¿ posterior approach, noted a capsule tear with visibility of total hip, capsule release performed ¿ upon removal of head noted metallosis to stem. Noted that the modular neck disengaged from the stem upon removal of the head. (Not called out due to non zb component) ¿ acetabular component is stable and without wear and remained intact ¿ stem excised without complications ¿ rom stable and leg lengths equal. The root cause of the reported event cannot be determined, its unknown if the off-label use caused or contributed to the reported event. Event is confirmed via medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by legal the patient underwent an initial right total hip arthroplasty. Subsequently, the patient was revised twelve years post implantation due to pain, synovitis, bursitis, and elevated metal ions. During the procedure, it was noted that a capsule tear with total visibility of the hip, disassociation, and metallosis to the stem. The acetabular component was stable, without wear, and remained implanted. The stem and head were exchanged without complications.

Manufacturer narrative:
(B)(4). D10: unknown modular neck unknown. Unknown cup unknown . Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.